Manufacturer narrative:
(B)(4). Title radiofrequency ablation compared with laparoscopic adrenalectomy for aldosterone-producing adenoma. Source bjs society ltd, volume 103, 2016(1476-1486) article number: 11 date of publication: 11 august 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between 2004 and 2012. Twenty-seven patients were in the laparoscopic adrenalectomy group and 36 in the rfa group. Cool-tip (medtronic, (B)(4), USA) rfa needle was used. The complications of the radio frequency ablation (rfa) was infected retroperitoneal hematoma (4),